Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow hazard alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that there were compounding causes for the alarms including the patient¿s cardiac arrhythmia, hypertension, and hiatal hernia. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted log files collectively contained data from 7:22:32 on (B)(6) 2020 through 1:09:55 on (B)(6) 2020, per the timestamps. Intermittent low flow hazard alarms were captured throughout the files when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. These alarms were not associated with elevations in pump power or pi events. Despite the observed events the pump appeared to function as intended. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until 14feb2021 when the patient ultimately expired. No product was returned for evaluation (reference MFR report # 2916596-2021-01051). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25sep2013. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 1 of the IFU addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Section 6 of the IFU, explains that pump flow is estimated from pump power. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. Although the patient¿s infection was not device related, the IFU lists infection (local, driveline and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing this event.

Event description:
The low flow alarms did not resolve. The patient had a hiatal hernia compressing the patient's left ventricle. A device-related issue did not cause or contribute to right heart failure. Elevated right-sided pressures were due to physiological result of hiatal hernia compression and inability to unload the left ventricle. The device operated as expected. The patient was not a surgical candidate for hernia repair. Hypertension was treated which resulted in fewer low flow alarms than upon admission.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had chronic driveline fault alarms (reported in MFR. Report # 2916596-2019-04438) which have been monitored via log file reviews for each clinic visit. Low flows were noted as well and were assumed to be associated with the patient being in atrial fibrillation. A review of the log file noted driveline fault alarms throughout the log file. The log file also captured several low flow events. The log file also noted multiple no external power alarms on 22nov2020 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. No other unusual events were noted. The patient was asymptomatic. The patient was elderly and has difficulty at times managing her connections. The account noted that it was quite possible that the patient had double disconnected from the controller. The patient does not recall but admitted that it was a possibility that she double disconnected by accident. A review of a new log file noted constant driveline faults as well as periods of low flow events throughout the log file. It appeared as though the conductor in phase 3 may be broken. The wires in the other phases appeared to be functioning as intended. Chronic driveline fault alarms were first reported in MFR. Report # 2916596-2019-04438.

Event description:
The low flow alarms resolved. The device operated as expected. The account increased the patient's oral medications. The patient was asymptomatic. The arrhythmia did not result in clinical compromise. The arrhythmia was not sustained. It was unknown whether the arrhythmia existed prior to the pump implant as the patient's charts prior to electronic records were unavailable. The patient's pump implant was in 2013. The patient did not have an implantable cardioverter defibrillator (ICD). The patient was in chronic atrial fibrillation. The patient's heartrate was controlled with beta blocker medication. The patient was on anticoagulants. It was later reported that the patient continued to present with low flow alarms. It was later reported that the patient was admitted on 22dec2020 with low flow alarms and altered mental status that presented as confusion. The low flow alarms progressively worsened. The patient was positive for a urinary tract infection (uti) which was considered to be the cause of her confusion. The account noted that utis often cause confusion in elderly people. The patient's uti was treated with antibiotics. The patient's low flow alarms were treated with a small fluid bolus. The patient's confusion and low flow alarms persisted. The patient's blood pressure was 120-130 (non pulsatile). The account moved on to treating her hypertension. The patient's hypertension was treated but her low flow alarms continued. The patient's confusion continued as well and the account then attributed her confusion to her old age. An echocardiogram was done on 23dec2020 which showed severe right ventricular dysfunction, a change from the patient's previous echocardiogram. The account moved on to testing other potential causes, particularly pump thrombus but the patient's lactate dehydrogenase (ldh) was not elevated and a computed tomography angiography (cta) was not indicative of thrombus. A right heart catheterization was performed on 06jan2021 which revealed a ra of 20, wedge pressure of 30, cardiac output of 2.77, and cardiac index of 1.85 which was significantly different than her previous right heart catheterization on jun2020. An echocardiogram repeated on 06jan2021 showed a large hiatal hernia compr essing the heart which was present on the previous echocardiogram on 23dec2020 but was much more pronounced. General surgery consult was placed for treatment options of the hiatal hernia. The patient was also noted to have a new onset of atrial fibrillation with 6 months unresponsive to medications for which the account decided to pursue cardioversion. The account was waiting for a general surgery consensus on treatment for the hiatal hernia. The account continued to medically optimize to minimize compounding causes of the low flow alarms. The account planned to continue treatment for hypertension and arrhythmia.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.